Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales rep reported, received a phone call from surgeon on 4-7-17 that patient that had surgery on (B)(6) 2016 had come in for follow up and that after examining x-rays, screws were backing out of plate. Removal surgery was scheduled for (B)(6) 2017. Implants were removed successfully.

Manufacturer narrative:
Reported products were not returned for evaluation. Pictures of x-ray of the construct was provided, from which it could be confirmed that the eagle/swift scr, prm, sd, 14mm is backed out. No other patient information or factors that may affect the performance of the components are provided. Lot number not provided. Without the lot numbers, no review of manufacturing records could be completed. No systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned.